Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 356 mg/dl. The customer reported having symptoms of weakness. The customer was not wearing the insulin pump for 2 hours prior to the time of hospitalization. It was also reported that the customer's insulin pump had a loose drive support cap. Troubleshooting occured.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked belt clip slot at the battery tube threads area, and a cracked reservoir tube lip.